Event description:
Litigation papers allege the patient was revised due to an immunological reaction to the metal fragments that the implant created, resulting in loosening (no bony in-growth).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.